Event description:
It was reported that during a new lead procedure, the new lead was connected to the pulse generator and noise could be heard; the setscrew also could not be tightened. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found dried body fluid in the device setscrew insets and septum punch-out preventing the wrenches from engaging the setscrew inset. The noise could be reproduced due to the inability to tighten the setscrew.